Event description:
The device was used during a thoracoscopic right lower lobectomy procedure. Reportedly, the instrument partially fired and broke. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported no patient injury occurred.